Event description:
Physician was suturing a nail bed laceration when this needle broke. About 2/3 of the needle was retained within the patient's thumb and could not be removed. The patient required IV sedation to remove the broken fragment. Photo is of the same suture type, not the exact packaging from the suture used in this event.